Event description:
It was reported that an unspecified access set leaked where the chamber and tubing connect. This was identified during infusion with total parenteral nutrition (tpn). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Update made to d4: catalogue #: 2r8538 (previously submitted as asku). Update made to g1: baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic (previously submitted as baxter healthcare corporation). Update made to g4: PMA/510k # or bla #: k180739 (previously submitted as ni). Additional information h10: should additional relevant information become available, a supplemental report will be submitted.